Event description:
Home care user reported that a portion of the cannula had broken off and remained under the skin. An incision was made in an attempt to remove the remaining portion of cannula, but it was not found. The clinician advised no further treatment. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.